Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that when the nurse grabbed the tray to take it out of the flight case, she pricked her finger on a loose needle.